Manufacturer narrative:
One device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The event history log revealed a 'force sensor' error. Functional testing was unable to duplicate the reported poor device sensing problem. The device was cleaned and have preventative maintenance performed.

Event description:
It was stated that the device, once powered on, had a poor sensor. The event occurred before set-up, there was no patient involvement.